Event description:
Reportable based on device analysis completed on 18feb2022. It was reported that the coil could not be delivered. The target lesion was located in the aorta abdominal artery. A 20mmx40cm interlock-35 coil was selected for use. During the procedure, it was noted that the device could not be delivered when the controllable coil was used to adjust the release angle. Several attempts and continuous flushing were performed but with the same result. The device was then simply pulled out. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, device analysis revealed that the interlocking arm was detached, and fiber bundles were incomplete.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. Only main coil returned for this complaint. The main coil was found kinked and stretched. No more damages were found in the returned device. Microscopic inspection was performed on main coil. The zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection on main coil revealed that the no. Of proximal fiber bundles, zap tip od (outer diameter) and primary coil od were within specification. However, the no. Of distal fiber bundles were incomplete.